Event description:
It was reported that the spinemap3d software was inaccurate while using the navigation system ii cart during a spinal fusion procedure. This was noticed while the surgeon was trying to place the pedicle screws. Navigation was accurate during the planning phase and just before the c-arm spin took place. After the spin, no patient anatomy showed on the screen for the surgeon to confirm accuracy. The case was completed successfully using traditional methods. A thirty minute delay resulted due to troubleshooting. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The spinemap 3d 2.0 software was added as a concomitant product.

Event description:
It was reported that the spinemap3d software was inaccurate while using the navigation system ii cart during a spinal fusion procedure. This was noticed while the surgeon was trying to place the pedicle screws. Navigation was accurate during the planning phase and just before the c-arm spin took place. After the spin, no patient anatomy showed on the screen for the surgeon to confirm accuracy. The case was completed successfully using traditional methods. A thirty minute delay resulted due to troubleshooting. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the spinemap3d software was inaccurate while using the navigation system ii cart during a spinal fusion procedure. This was noticed while the surgeon was trying to place the pedicle screws. Navigation was accurate during the planning phase and just before the c-arm spin took place. After the spin, no patient anatomy showed on the screen for the surgeon to confirm accuracy. The case was completed successfully using traditional methods. A thirty minute delay resulted due to troubleshooting. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the evaluation of the data logs it was determined that patient tracker movement relative to the spine is a potential cause of the reported event. The device was not received, but data log files were available.